Event description:
After an implantation period of about 36 months, oversensing was reported. A lead fracture was suspected, but macroscopically, no lead deficiencies could be observed. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 23 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This finding can be considered as the root cause of the clinical observation of inappropriate vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as the deformed shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.